Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise on the right ventricular lead. The noise was reproducible with isometric exercises. Physician decided to monitor the lead for the time being. Patient was stable after the event.